Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained far p-wave oversensing was observed through remote transmission. Programming changes were made and the patient was doing fine after the event.